Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) balloon dilatation procedure performed on (B)(6) 2023. During the procedure, the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported, as a result of this event.

Manufacturer narrative:
Section e: this event was reported by sales representative. The reported healthcare facility and physician is: dr. (B)(4). (B)(6) hospital. (B)(6). Block h6: imdrf code a0402 captures the reportable event of balloon burst.